Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported to biomed from the nurse mgr that on monday, (B)(6), the pt was scheduled for open heart surgery. The intra-aortic balloon (iab) was inserted via the left femoral artery. During surgery, the intra-aortic balloon pump (iabp) alarmed helium leak. The pt received iabp therapy until wednesday, (B)(6). As the md was removing the iab from the pt, he met resistance. It was noted that a piece of the membrane from the iab remained in the pt. The pt was taken to surgery and the piece of membrane was removed. There was no reported pt death. Medical/surgical was required. The pt underwent a thrombectomy, patch angioplasty of the left common femoral artery/superficial femoral artery and retrieval of the balloon fragment. He has done well and his distal extremity is fine. The pt outcome is listed as fine and the pt is in the cardiothoracic intensive care unit (cticu). Add'l info received from biomed on 11/1/2010 stated that the iab was inserted using a sheath. "The iab was inserted on (B)(6) in the evening. It was placed on 1:4 on (B)(6) at 7 am and removed on (B)(6) at 8 am."